Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as a deviation between the stylus and the cursor on the screen was identified during inspection. It was also noted that the company logo button was missing. The speakers / audio was not working. The cooling fan was noisy. Errors were identified in the log files. On three attempts to update the programmer, a message was displayed on screen that there was no updates available related. This was related to a defective / worn hard drive. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.